Event description:
An accessory to the collimator fell off the unit. No one was injured. Some metal parts did not latch together properly. Product was recalled (field correction) during 6/92 (recall numbers z-474/482-2) because accessories were falling off the units. The machine was field corrected by the MFR as a result of the recall.